Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported seeing a screen that said 'implantable device has lost all settings'. It was noted the patient had not seen their managing healthcare provider since ins replacement in march. Additional information was received. A power on reset (por) was confirmed, the date of the por was listed as the day of the report at 3:22 pm, which was the date of connecting to the clinician app. They selected generate usage log and confirmed there was only one active program (por settings) and it was currently off. It was recommended the patient see their managing healthcare provider to let them know about the por and get programming. No patient symptoms were reported.